Manufacturer narrative:
Analysis of programming.

Event description:
It was found during review of programming history that the patient had high impedance. No further information has been received. Review of manufacturing records confirmed there were no unresolved non conformances found with the lead prior to distribution.